Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the catheter would not stay positioned to allow the left ventricular lead to the coronary sinus. The lead was attempted, but not used. Follow-up was unsuccessful at obtaining information on whether the patient was scheduled for an epicardial lead implantation at a later date. No patient complications were reported as a result of this event.